Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had pain at the implant site and that the left ventricular lead was causing diaphragmatic stimulation which included the patient's symptom of twitching. The patient was treated with oral acetaminophen for their pain and the patient's left ventricular lead was reprogrammed to resolve the diaphragmatic stimulation. Both, the device and lead, are still in use. No patient complications have been reported as a result of this event.